Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/24/2011 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV, "nodule" and [implant was] "not placed correctly". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having had right side moderate breast pain. Healthcare professional reported right side capsular contracture, baker grade IV, "nodule" and [implant was] "not placed correctly". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the specifications, deformation and a crease fold. Cloudy and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported having had right side moderate breast pain. Healthcare professional reported right side capsular contracture, baker grade IV, "nodule" and [implant was] "not placed correctly". Device has been explanted.